Event description:
It was reported by the patient that the remote monitor does not power up. New batteries were tried but the situation did not resolve. The monitor has transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.